Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a left femoral aneurysm was reported. Towards the end of the implant, a mild extravasation was present at the left femoral arterial site. An ongoing contrast leak was identified despite prolonged cross-over balloon dilatation. Subsequently, a stent was deployed with excellent hemostasis. The baseline hemoglobin of 12.3 decreased to 8.8 three days post implant. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.